Manufacturer narrative:
The device was not received for evaluation; therefore, no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. The device instructions for use (dfu) warnings state, "do not manipulate or withdraw the zipwire hydrophilic guide wire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or metal dilator may result in destruction and or separation of the outer polyurethane coating, requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement". The precautions section of the dfu also indicates, "avoid manipulating or withdrawing the zipwire hydrophilic guide wire back through a metal needle or cannula. A sharp edge may scrape the coating or shear the guide wire. A catheter, introducer sheath or vessel dilator should replace the needle as soon as the guide wire has been inserted into the vessel". It was reported that the device has been disposed. No patient information provided at the time of this report. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
It was reported that the guidewire was used to place a port and they used it with a beveled needle. So what happened was some of the hydrophilic coating came off. It happened inside of the patient's body, during procedure. Everything was okay. Sr doesn't think that much came off but they saw it on angiography afterwards. The procedure was completed with this device. The port was placed. Patient was fine. No complications.